Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that on (B)(6) 2024, the patient experienced that the infusion set cannula was bent. Within 3 or more hours of abdomen insertion customer noticed symptoms. The blood glucose was high (specific value unknown) and treated with correction bolus via pump. Additionally, location site was regularly rotated. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.